Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device evaluation was completed on 13-dec-2023. The octaray mapping catheter device was returned to biosense webster (bwi) for evaluation. A visual inspection of the returned device was performed following bwi procedures. The device was inspected, the splines were found bent and electrodes were found lifted with foreign material. Foreign material was sent to fourier transform infrared spectroscopy for further analysis and it was concluded ir data revealed that unknown transparent material showed the absorption bands for silicone-based material. On the other hand, the unknown blue particle is associated to polystyrenebase material. However, the source of origin for these particles remains unknown. The root cause of the foreign material under the electrode could be related to the sheath. A manufacturing record evaluation was performed and no internal action was found during the review. The issue reported by the customer was confirmed. It should be noted that the product failure is multifactorial. The instructions for use contain the following precautions in the instructions for use: the catheter is recommended for use with an 8.5 f guiding sheath because the distal splines may be damaged if used with a sheath that is not compatible. Do not use the catheter in conjunction with a transseptal sheath featuring side holes larger than 1.25 mm in diameter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: -investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the customer¿s reported ¿resistance¿ issue and the ¿spline was partially deformed¿ issue. In addition, the biosense webster inc. Analysis finding of the ¿lifted electrodes¿. . -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the customer¿s reported ¿resistance¿ issue and the ¿spline was partially deformed¿ issue. -investigation findings: inappropriate material (c0602) / investigation conclusions: cause not established (d15) / component code: appropriate term/code not available (g07002) were selected as related to the customer¿s reported ¿resistance¿ issue and the ¿spline was partially deformed¿ issue. In addition, biosense webster inc. Analysis finding of the ¿foreign material¿. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction procedure with a octaray mapping catheter for which biosense webster¿s product analysis lab (pal) observed lifted electrodes with foreign material. Initially it was reported that the spline was partially deformed. There was resistance when entering the agilis sheath. Deformation was present when pulled out. The issue was resolved by replacing the octaray mapping catheter to another new one. The procedure was completed without problems. No patient consequence was reported. To note, the attending physician was verbally informed beforehand not to insert the insertion tube too deep. Additional information was received. The damage did not result in wires being exposed. The damage did not result in any lifted or sharp rings. There was resistance during insertion between devices when trying to put the catheter into the sheath. After removal of the catheter, they found the spline was partially deformed. The resistance did not result in any damage to the sheath. The catheter was able to move within the sheath, but it was difficult. The catheter was not pre-shaped. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 13-dec-2023, the splines were found bent and electrodes were found lifted with foreign material. This event was originally considered non-reportable, however, bwi became aware of the lifted electrodes with foreign material on 13-dec-2023 and have assessed this returned condition as reportable.